Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having fluctuating blood glucose. Customer's blood glucose level at the time of incident was 257mg/dl, and also went to 432mg/dl. Customer treated with a correction. Troubleshooting found that the cannula was bent and the insulin leaked. Customer indicated that they changed the infusion set. And that this resolved the leak and their blood glucose came down. Customer was advised that the infusion set would be replaced and no further troubleshooting was performed. No further details given.